Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses, deflation . (B)(4).

Event description:
It was reported that a hispanic female patient who underwent breast augmentation revision with 325cc mentor smooth round moderate profile on the left side , and unknown mentor smooth on the right side, saline breast implants has experienced left-sided deflation, and unexplained systemic symptoms postoperatively, including foggy mind, soreness, fatigue, nausea, bloating, feels like saline going through her blood stream. As a result, the patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Suspect device was received on february 09, 2021: device evaluation completed on february 14, 2021. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2021 additional information received indicated that the patient also experienced bilateral ptosis. As a result, patient underwent bilateral mastopexy with small reduction and capsulectomies with explantation of saline implants. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).